Event description:
The pt's mother reported ongoing concerns with infusion sets and that pt "can't get them to insert into his body." Pt has tried infusion sets from 2 separate boxes, but he is unable to insert the insertion needle. Pt has a lot of scar tissue, he tried to "jab" the needle into his body and it kinked the cannula. Pt does not wish to use the insertion device. Infusion sets were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigation are ongoing within an assigned task-force.